Manufacturer narrative:
H11: low vault is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and lens opacity (cataract) (anterior subcapsular). The lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Corrected data: h6: health effect - impact code. H11: labeling statement. Cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).